Event description:
There were 3 breaks of the fiber during (laser lithotripsy) procedure. Procedure had to be stopped. During last firing of laser, fiber snapped and flash occurred within about 5 inches from insertion point of catheter/ fiber.